Manufacturer narrative:
Sections b1 and b2: corrected section d6b: date of explant corrected section h6: health effect - impact code and medical device problem code corrected manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient fall, elevated pulmonary artery pressure, and decreased pulmonary artery oxygen saturation could not be conclusively established. The controller event log file contained events from 04:38 through 11:06 on 04sep2024, per the timestamps. Intermittent low flow hazard alarms were captured following 10:32 through the remainder of the file. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, explains that post-implantation hypertension may be treated at the discretion of the attending physician. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having persistent low flow alarms since the morning of (B)(6) 2024. Log files were submitted for review and captured low flow events on 04sep2024. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute during these events. The file contained low flow estimates as well as sustained low flow hazard events. The patient had a fall and underwent a right heart catheterization (rhc) on (B)(6) 2024 that noted elevated pulmonary arterieal pressure (pap) and pulmonary artery (pa) oxygen saturation in the 20's. The patient was placed on extracorporeal membrane oxygenation (ECMO) and had flows of 1.5-1.6 liters per minute with a speed of 7000 revolutions per minute (rpm), pulsatility index (pi) of 1.8 and power of 5.6. It was noted that the patient underwent a pump exchange on (B)(6) 2024, and the pump would return.